Event description:
It was reported in a journal article that an abdominoplasty procedure was performed and buried suture was used to approximate the wound edges to acheive an even distribution of tension along the wound edges. An inflammatory reaction occurred with mild erythema and the patient healed without sequelae. Two weeks after surgery, purulent wound infection occurred and was healed with oral antibiotics and local care for 10 days. Six weeks after surgery, delayed wound healing occurred in the middle third of the horizontal scar which caused a less than good aesthetic scar appearance. This was a vigorous foreign body reaction to the suture material in the wound. At three months there was no evidence of healing abnormalities. Scar appearance was good or excellent.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.